Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing was observed. It was also noted that the implantable pulse generator (ipg) had slipped in the pocket. The device remains in use. No patient complications have been reported as a result of this event.